Manufacturer narrative:
The loss of therapy/no therapy questionnaire was reviewed for potential causes of the reported issue. Based on this review, never achieving therapy, implanting the device off-label, not performing an x-ray immediately after the procedure to confirm device placement, and no attempts to change the programs on the transmitter assembly have been ruled out. Additionally, inadequate fixation, severe force applied to the implant, excessive twisting or stretching, and the patient having contraindicating conditions has been ruled out. The stimulator is used to treat pain. The cause of the loss of therapy is due to migration. However, the cause of migration is unknown. The investigation findings do not lead to a clear conclusion about the cause of the migration. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in loss of therapy/no therapy. Loss of therapy/no therapy rates remain acceptably low; thus, a CAPA is not required at this time. Loss of therapy/no therapy rates will continue to be tracked and trended.

Event description:
The patient reported loss of therapy and migration was confirmed via x-ray. Additionally, the patient reported soreness and sensitivity where the device is becoming more superficial. An explant procedure was performed on (B)(6) 2025 and a new device was implanted. Tonic was achieved on the table and no further issues have been reported.